Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An imprecise control glucose readings issue was reported with use of the abbott diabetes care (adc) device. Customer informs that lower control- glucose-values have appeared with the test control solution than the glucose-range of the solution. As a result, customer experienced a loss of consciousness and was unable to self-treat, consequently requiring the customer to be given insulin (unspecified type/dose) by non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection was performed on returned reader. No new issues were observed. Control solution testing has been performed and all results were within range specification. Therefore, issue is not confirmed. At this time product has not yet been returned and a valid lot number has not been provided for strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the precision strips. No trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Control solution did not packed in the kit and a valid serial number has not been provided for control solution. If partial product are returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An imprecise control glucose readings issue was reported with use of the abbott diabetes care (adc) device. Customer informs that lower control- glucose-values have appeared with the test control solution than the glucose-range of the solution. As a result, customer experienced a loss of consciousness and was unable to self-treat, consequently requiring the customer to be given insulin (unspecified type/dose) by non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.